Manufacturer narrative:
The device was returned to the manufacturer service center for evaluation, and the report of black lens or image loss could not be confirmed. Tests showed that all video and imaging aspects functioned properly. The device was cleaned, serviced, and returned to the user facility.

Event description:
It was reported that a "black lens" was observed during a case, with image loss. There was no injury or other adverse health consequence to the patient.